Event description:
It was reported that the external pulse generator's (epg) built-in battery was depleted and could not be powered on before starting the emergency procedure. The epg was replaced with a new epg. It was noted that the patient was admitted with third-degree atrioventricular block and a ventricular rate of twenty-seven beats per minute. The patient was hemodynamically unstable and required an immediate temporary pacemaker implantation. It was also noted that the epg was not turned off when not in use, which resulted in depletion of the built-in battery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.